Event description:
Procedure: laparoscopic gastric bypass. According to the reporter: the pt's stomach was relatively thin. There was oozing and bleeding from the purple loads and the surgeon kept going back to cauterize. He thought he had the bleeding controlled and then would check back later and it was bleeding again. The pt required 2 pints of blood post-operatively. Administered 2 units of blood and it resolved itself.

Manufacturer narrative:
(B)(4).